Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black . Customer returned pump for an alleged damage to battery compartment found on (B)(6)2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked corner of belt clip rails, broken battery tube threads, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rails and broken battery tube threads was noted. Additionally, blank display was confirmed isolated to pcba 2.